Manufacturer narrative:
(B)(4). The tenku balloon dilation catheter is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. (B)(4). The device was not returned for evaluation. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion located in the mid left anterior descending coronary artery that had mild tortuosity, mild calcification and was 75% stenosed. The 3.5 x 12 mm nc tenku met resistance with the patient anatomy during advancement to the lesion, but it was able to be placed in the lesion. During the first inflation; however, the balloon ruptured at 8 atmospheres. The procedure was completed with a non-abbott balloon catheter. There was no clinically significant delay in the procedure. There was no adverse patient effect. No additional information was provided.